Manufacturer narrative:
Pending engineering evaluation.

Event description:
After drilling for a screw, drill bit stayed in bone as a result of the end of the drill handle breaking. All pieces were retrieved, no delay to surgery and no adverse effects to the patient. Patient left the room stable. Note: this complaint was never email or phone in. Complaints were notified upon receiving of device from coc.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the broken instrument reported was likely the result of crack initiation, propagation, and ultimate fracture of the brittle tines from years of normal use.